Event description:
It was reported that this device system delivered hydromorphone and bupivacaine. The products were returned for analysis with no alleged product issues. However, analysis revealed an anomaly.

Manufacturer narrative:
Concomitant medical products: product ID neu_ascenda_cath, serial# unknown, product type: catheter. (B)(4). Analysis inspection of the sc connector noted an unusual anomaly of the material itself that made up the tapered seal, just below the guide ring. The anomaly was noted to be unusual due to the fact that it was attached to the seal material lengthwise along the edges but yet hollow underneath. The bubbled area of material had a different consistency compared to the rest of the material that marked up the tapered seal. This anomaly was possibly related to incorrect curing of a small portion of the material that constituted the tapered seal. Analysis concluded that there appeared to be material failure of the catheter¿s sutureless connector.